Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a patient's symptoms had never really gone away and she had a lack of effect with her implantable neurostimulator (ins). Her symptoms subsided for a short time, but almost after every meal she had issues of regurgitating her food or had extreme nausea. It didn't matter what the patient ate or sometimes drank. At first it seemed to be certain foods, but now it was almost everything. It was a continuation of the same issues of lack of effect, vomiting, and extreme nausea that she had with her previous device. The patient had seen four doctors, they had done ph testing and other tests, and they all said that nothing was wrong with her. Her doctor thought her ins was depleted and said it was probably because the settings were turned all the way up. It was unclear if the ins was turned all the way up or not, as when the ins was placed, the doctor refused to turn it all the way up because he didn't want the battery to run out, but he later noted the settings were turned all the way up. The day of the report the patient felt a burning sensation on the side of the implant. She could feel the ins heating up, it felt warm to the touch, and she could feel the heat through the skin. The patient went to the emergency room due to the heating sensation at the ins site. She hadn't had an MRI or any medical procedure done that was contraindicated in labeling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.